Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the device "failed". Further follow-up indicated that prior to implant, the device was at eri (elective replacement indicator) and could not be reset. The device was not implanted. No patient complications were reported as a result of this event.